Event description:
The physician reports performing cataract surgery with implantation of a crystalens iol in the right eye. At twelve months postoperatively it was noted that the crystalens had asymmetrically vaulted (z-syndrome). In addition, diffuse pco had developed. The pt's uncorrected visual acuity decreased from 20/30 with mr +0.00 -1.50 x 105 at nine months to 20/60 with mr +0.25 -1.75 x 100 at one yr postoperatively. A yag capsulotomy is planned. Additional info has been requested.

Manufacturer narrative:
(B)(4)